Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): unable to confirm or duplicate unresponsive keypad. Testing confirmed the up, down, ok and contrast buttons are responsive to button presses and are functional. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts. No issues found. No evidence of moisture visible. No visible sign of damage to pump case. Unrelated to this complaint, testing confirmed vibration motor failure. Opened pump to examine and test vibration motor. Corrosion was found on vibration motor and motor is inoperable. An in-house leak test was performed and found a display lens leak. Pump was opened to check for internal moisture damage. Moisture residue was found on internal components.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that after the patient wore the pump while swimming today, none of the keypad buttons would respond when pressed. The reporter stated that the keypad appeared to be intact and there was moisture visible under the display. The patient reportedly wears the pump on the outside of the clothing and does not clean the pump. There is no reported adverse event associated with this report. This complaint is being reported because the alleged keypad malfunction remained unresolved.